Event description:
Pt was allegedly propelling self around a curve when she noticed she was very close to a curb. According the her self report she overcompensated by pulling her right leg in and forward of the normal operating position. As a result her pant leg allegedly got caught between the wheel and post and she stopped abruptly, resulting in a fall and breaking her arm near the elbow and cracking her wrist.